Event description:
Reported that male luer tip of set came loose from female texium connection, causing a leak of fluid. Luer locking ring was still intact however, male tip was pulled part way out causing the leak. The nurse had gone into the room approx. 5 minutes after the initial setup to do a second check of the chemo infusion. When she touched the texium valve, she was exposed to an unspecified amount of etoposide localized to her hand and arm. Nurse reported burning sensation and erythema. Area flushed with soap and water, followed by hydrogen peroxide. Taken to the emergency department-treated and released with discharge treatment instructions. Current condition is fine, she has returned to work. Complaint was duplicated and observed during a site visit done by a cardinal disposables engineering team. The root cause of the customer's experience has not yet been determined and the investigation is ongoing. A follow-up report will be submitted when the root cause of the leaking connection is identified.

Manufacturer narrative:
Manufacturer's report date: 8/1/2007.